Event description:
The reporter indicated that at replacement, the intracardiac amplitude of 5.3-6.8 mv was measured by a psc. After connecting the pacer with the lead (pacer sensitivity 3.5 mv), undersensing was observed. After changing sensitivity to 1.0 mv, the anomaly was observed again. After checking the lead connection, the anomaly was still observed. The pacer was replaced, and no anomalies with sensitivity setting of 3.5 mv.